Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the patient was accessed and when hooking him up for anesthesia the catheter aspirated fine but when flushing the ivad the tubing was noted to be cracked and leaking. Patient had to be de accessed and reaccessed." It was reported this occurred with two devices. This report addresses the second device.